Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, a gore excluder aaa endoprosthesis trunk-ipsilateral leg components deployment knob was pulled and separated from the deployment line. The physician was able to retrieve the deployment line; however, again the line was cut off. Once more the physician retrieved the line and deployed the device with no problems. The pt tolerated the procedure.